Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system did not maintain the pressure requested during a vitrectomy procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The customer reported ¿the fluid air exchange (f/ax) is not working, does not maintain the pressure requested. The surgery was listed as pars plana vitrectomy (eye unknown). The date of occurrence was (B)(6) 2016. The patient was given a retro bulbar anesthesia before the case began. The surgery was completed with the same system and accessories, without a delay. Directions for use (dfu) were followed. The equipment did not display any error messages. Additional, related, information has been requested but was not obtained. Fluid-air exchange (fax) is a technique and step in vitreoretinal surgery and is primarily performed to introduce an intraocular air bubble which assists the surgeon in reattaching, flattening and/or repositioning torn or detached retinal tissue. This method provides air, has a much higher flotation force, and therefore has a more tamponade effect on retinal tissue than balanced salt solution (bss). Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. The console operators manual notes the system is a closed loop system that adjusts iop. The iop control cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, and/or remove the infusion line. The company service representative examined the system and was unable to replicate the reported event. Unrelated to the reported event, the company service representative found that the second illuminator port was not working and replaced the illuminator module to address the issue. The system was then tested and met all product specifications. The system was manufactured on january 2, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).